Manufacturer narrative:
The reported event could be confirmed, since the tip of the screwdriver is broken off as complained. The device inspection revealed the following: the visual inspection has shown that the tip of the screwdriver is broken off, the fragment was returned for evaluation. The microscopic evaluation has shown that the view of the fracture face is typical for a brittle overload fracture with chevron marks and a shear lip on one side. The shear lip indicates that the device was exposed to high lateral forces when it broke. Based on that it can be concluded that a combination of high torsional and lateral forces during screw extraction did lead to a mechanical overload. The remainder of the tip is twisted in counterclockwise direction. This indicates that most likely during the loosening of a screw a plastic deformation occurred before the device finally broke due to the mechanical overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was finally attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload during the extraction of a screw. If more information is provided, the case will be reassessed.

Event description:
As reported: "broken torx t7 blade".

Event description:
As reported: "broken torx t7 blade".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.